Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (cannot run incoming testing) has been confirmed. Upon investigation the electrode belt failed an ECG fall-off test. The cable connecting ECG "c" and ECG "d" and the cable connecting the distribution node (dn) to the rear therapy electrodes (te) and the cable connecting ECG "a" and "b" were all pulled from the strain relief, damaging the j704 and j703 connectors on the distribution node pca. The root cause for the strained cable was excessive force. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor returned an electrode belt and reported that the belt was unable to run incoming testing.